Event description:
Hospital account reported to the consultant: during an orif of a finger surgeon was using a 0.76 drill bit/mini qc with 8 mm stop and the tip broke off as the surgeon was drilling. Surgeon did not retrieve the tip, left in pt's finger.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.